Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an unresponsive nav ring. There was no patient involvement. The remote service engineer advised the customer the front bezel needed to be replaced. The customer replaced the front bezel and the issue was resolved.